Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes noticed their blood sugars started going high and weren't coming down. They checked the infusion site and saw the cannula was slightly bent and there was a lot of blood on it and that came out the site. Patient changed the site. There was no patient injury.